Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
A pseudoaneurysm developed at the puncture site following a percutaneous procedure. At the conclusion of the procedure, an 8f angio-seal evolution was used. The pseudoaneurysm was treated with manual compression. There were no pt consequences following the event. The event date is month specific.